Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test. And p-cap or reservoir will not lock properly due to missing retainer. Device passed rewind, prime/seating, basic occlusion test, force senor test, self test, sleep current measurement and active current measurement. Device received pump error 25 confirmed in pump history files due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 430 mg/dl at the time of incident. Customer reported that there was a broken and chipped piece of the black plastic at the top of the reservoir compartment. Customer also reported that she did not see a clear retainer ring at the top of the insulin pump. Customer reported that they received multiple insulin errors. Customer was able to clear alarms and able to complete rewound the insulin pump. Customer treated with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test. And p-cap or reservoir will not lock properly due to missing retainer. Device passed rewind, prime/seating, basic occlusion test, force senor test, self test, sleep current measurement and active current measurement. Device received pump error 25 confirmed in pump history files due to connector resistance issue.